Event description:
It has been reported that; the device is not measuring properly. Additionally, unstable capture was noted during device capture testing. No intervention has been performed. The patient was stable.